Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, the patient underwent an endovascular procedure to treat a penetrating aortic ulcer (pau) in the thoracic aorta utilizing gore® tag® thoracic branch endoprosthesis (tbe). Reportedly, the aortic component and side branch component of the tbe were implanted, but the physician landed the aortic component short of the target lesion seal zone. The physician then implanted an aortic extender component which migrated forward during deployment and unintentionally covered the left carotid artery. The physician then implanted a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) to open the closed carotid artery and completed a subclavian-carotid bypass; however, the patient stroked. The cause of the unintended aortic extender movement is unknown, as the device was reportedly deployed per IFU. Device migration distance is unknown, however is estimated to be between 5-10mm.